Event description:
It was reported the pt is no longer receiving stimulation due to no communication between the pt's charger and scs ipg. A replacement charger did not resolve the issue. F/u is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.